Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment and battery compartment had broken pieces. Customer's blood glucose was 2.8 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near the display window corners and missing the end cap sticker noted.